Manufacturer narrative:
(B)(4). Date sent: 9/6/2024. D4: batch # 792c22. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that one ech45l device was returned with the anvil bent upwards, with an unknown trocar inserted in the device, with a battery pack, and with no reload present. In addition, the knife was noted as partially advanced. The manual override door out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be articulated or used for any subsequent firings. Furthermore, the anvil knife slot was noted to be damaged. No functional test was performed due to the condition of the device. After further evaluation, the analysis showed that one wing of the knife was broken. The broken wing was found on the slot. The device event log was reviewed and showed that the device had a high force to fire for one of the clinical firings, indicating that the device was firing over an obstruction, or too thick of tissue. The damage to the knife is consistent with the device being clamped over an excess of tissue. If the firing continues the knife will remain inside the guide, and as the knife is attempting to pull the anvil towards the reload to form the staples it will result in the damage observed on the knife. Please reference the instruction for use for more information. It is possible that the device was clamped over an excess of tissue causing the anvil to bend and for the firing stroke and the staple form to be incomplete. It is possible that the combination of tissue and/or buttressing material compressed between the device jaws may have been beyond indicated thickness or tissue that cannot compress to the indicated range for the selected reload. This may have caused excessive force to be applied to the underside of the solid steel anvil leading to this damage. Please reference the instruction for use for more information. Device history review: a manufacturing record evaluation was performed for the finished device batch number 792c22, and no non-conformances were identified.

Event description:
It was reported that during a robotic prostates dvc procedure; they were able to staple the tissue, although device did slow down during firing. Knife blade retracted and they were able to open jaws to get off tissue. Once they tried to close to remove from body thru the trocar, they could not get the device to close. There was no patient consequences reported. Surgical delay unknown.